Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure, performed on (B)(6), 2023. During the procedure, when the stent was pushed using a positioner, it was noticed that the tail of the stent buckled and it failed to be inserted. Another polaris ultra ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on july 19. 2023 stating that the target anatomy location for this procedure was the kidney.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent buckled material inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was buckled/accordion. A photo of the device was provided and it was observed that the bladder coil was buckled/accordion. The suture and the positioner were not returned for evaluation. A functional evaluation noted that a mandrel 0.039" was loaded into the device and no resistance was felt. No other problems with the device were noted. The reported event of kinked was not confirmed. Based on all the gathered information, it is possible to conclude that this issue could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was pushing up, such as excess of force applied over the device during the procedure could have contributed to the failure, consistently leading to device being buckled/accordion, affecting the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. Block h11: block b5 and block d7a, h8, have been updated based on the additional information received on july 19, 2023.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent buckled material inside the patient.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure, performed on (B)(6) 2023. During the procedure, when the stent was pushed using a positioner, it was noticed that the tail of the stent buckled and it failed to be inserted. Another polaris ultra ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.